Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were multiple motor error alarms in the pump history. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there was also a motor position encoder error in the pump history as well.